Event description:
The customer reported that bedside monitors are communicating with the surveillance (pic ix), but they are getting no audio at the surveillance. There was no adverse event or patient harm reported.